Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) patient result, above the acute myocardial infarction (ami) threshold of the assay, was generated on an access 2 immunoassay system for one patient. The initial, erroneous accutni result was reported out of the laboratory. A cardiac catheterization procedure was performed on the patient based upon the erroneous accutni result. The patient was discharged from the facility the following day. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing of the initial sample on the same, and an alternate instrument, the results were lower, within the normal reference range and regarded as valid. Two additional patient draws were performed and tested on the original instrument. The results were also lower, within the normal reference range and regarded as valid. The samples were collected in non-gel heparin tubes and centrifuged at ambient temperature prior to testing. The initial sample was frozen and thawed prior to repeat testing. The customer identified no sample integrity concerns with the samples. The reagent and calibrator lot number associated with this event were 118472 and 116461 respectively. No other patient results were questioned as part of this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control (qc) results, calibration results and instrument system check results generated during the timeframe of this event were well within the specifications. A definitive root cause for this event has not been determined to date.